Event description:
Medtronic received information that approximately 5 years and 8 months following the implant of this transcatheter bioprosthetic valve, an unspecified valve failure occurred and the patient underwent computed tomography imaging. No additional adverse patient effects were reported. Additional information was received that following the valve implant, the physician reported that the valve could be failing due to natural degeneration or clots on the valve. The patient will be placed on blood thinner medication to see if it improves valve function. No additional adverse patient effects were reported. Additional information was received that during the valve implant, the valve was deployed slowly to about 50% when the valve dislodged into the ascending aorta. The valve was repositioned at the appropriate depth and was deployed successfully. The patient's mean gradient prior to the valve implant was 23 millimeters of mercury (mmhg) and was reduced to 4 mmhg after the valve implant. The patient was heparinized to keep act above 250 seconds throughout the case. Trace paravalvular leak (pvl) was observed and no treatment was reported. The following day, the patient was hypertensive and medication was increased. 5 years and 6 months following the valve implant, transesophageal echocardiogram (tee) revealed, ejection fraction (ef) of 55-60, mean gradient of 42 mmhg with v-max 4.1 and dimensionless index of 0.27 were reported. 5 years and 7 months following the valve implant, chest computed tomography angiogram (cta) was performed. The cta revealed leaflet thickening and calcification. 5 years and 8 months following the valve implant, transesophageal echocardiogram (tee) revealed severe prosthetic valve stenosis (v-max 4.1) with mean gradient of 42 mmhg and dimensionless I ndex of 0.27 were reported. Patient presented with lower extremity edema but was asymptomatic and reported to not have been taking any antithrombotic therapy of the last several years. The patient was started on anticoagulant medication (apixaban) for 3 months and would be reassessed with tee to evaluate valve function.

Manufacturer narrative:
Continuation of d10: product ID evolutpro-26-us; product serial number (B)(6); product type: heart valve; implant date (B)(6) 2018;; explant date na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.